Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case fell multiple times causing the infusion set to be pulled out multiple times. The customer's blood glucose reached 400 mg/dl. Reportedly, the customer inserted a new infusion set after each event and resumed insulin delivery.